Event description:
It was reported that during a mildly tortuous, mildly calcified, circumflex artery interventional procedure there was bleeding back into the hemostasis valve of a co-pilot device. Reportedly, there was more than just a few drops (10-20 cc) and this was more than expected by the physician. The same co-pilot was successfully used to complete the procedure without further incidence. This same occurrence happened with two other co-pilots with two other cases within the last week. Additionally, the physician was using a 5 french guiding catheter and he has used this size without a problem for years. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is discarded. A follow-up report will be submitted with all additional relevant information. The additional 2 copilot bbcv are being filed under separate manufacturing report numbers.

Manufacturer narrative:
(B)(4). It was indicated that the device was not returning for evaluation, therefore a failure analysis of the complaint devices could not be performed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number were not provided. Based on the information reviewed, there is no indication of a product deficiency.